Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device and airway. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. During evaluation product investigation lab was observed sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower motor. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower box. Large pieces of sound abatement foam separated from the main formation. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the water tank. The issue of degraded sound abatement foam is addressed by CAPA 7211. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.